Manufacturer narrative:
Additional information has been provided in b5 and d6b.

Event description:
Additional information was received that the patient was successfully weaned and survived to explant.

Manufacturer narrative:
The pump is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via direct surgical access to the aorta in a 60-year-old male patient for elective support during coronary artery bypass grafting and valve surgery, presenting in society for cardiovascular angiography and interventions (scai) stage a status. During impella 5.5 support, a critical purge flow blocked alarm was reported, with purge flow less than 1ml/hour. Evaluation confirmed no kinks were present in the purge tubing. The purge cassette and associated tubing were exchanged; however, the alarm persisted. The advanced practice provider was notified, and the clinical plan included administration of alteplase through the purge system over the subsequent 24 hours. On follow-up assessment the next morning (06/11/2026), purge flow had improved to 8.2ml/hour. The purge solution was subsequently transitioned back to sodium bicarbonate. The patient remained on impella 5.5 support at the time of reporting.